Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and confirmed the reported complaint. The fse completed a complete checkout of the device, the device passed all tests, and was returned to patient service. During the display of the yellow triangle error message, the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, that the display unit on the arkon displayed a yellow triangle error message then shut off during use. No injury was reported as a result of this event.